Manufacturer narrative:
(B)(4). Corrected description of event or problem narrative: it was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient requested remaining tape to be removed due to pain. The retropubic portions removed and vaginal portion already removed. Additional information has been requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced patient requests remaining tape removed c/o pain. It was also reported that the retropubic portions removed and vaginal portion already removed. Additional information has been requested.